Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the irrigation port was broken during the procedure. A different device of the same model was used to complete the procedure. No patient complications occurred. The device is not available for return as it was contaminated.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection found the irrigation tube was found partially detached/separated from the luer fitting at the adhesive joint. Functional test shows that the steering knob and the tension control knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. Although the intellanav mifi open-irrigated ablation catheter continues to perform within anticipated risk levels, per bsc risk management process, a corrective and preventative action CAPA investigation was initiated to further evaluate the open irrigation detached/separated. A cross functional team, comprised of representatives from medical safety, design assurance, quality assurance, and research and development, are evaluating these events. Information gained through these investigative efforts will be utilized to determine if any corrective action is warranted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
The intellanav mifi open-irrigated ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the irrigation port was broken during the procedure. A different device of the same model was used to complete the procedure. No patient complications occurred. The device is not available for return as it was contaminated.